Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia with a highest documented blood glucose of 489 mg/dl for approximately three hours while using the ilet with a dexcom g7, with high glucose alerts active and no indication of interrupted insulin delivery, and later disclosed a prior supply change in which the needle guard had not been removed, resulting in no insulin delivery until corrected. Symptoms included hyperglycemia without reported loss of consciousness, dka, or need for assistance. Outcomes included use of backup therapy with a manual insulin injection, temporary disconnection from the pump per guidance, and subsequent return of glucose toward range after successful supply change and reconnection. Investigation included customer service troubleshooting, review of device notifications, guided supply change, and confirmation of infusion set configuration. Investigation of this case revealed user setup error preventing insulin delivery due to the retained needle guard, with subsequent normal function after proper supply replacement and pump reconnection. It was concluded, based on previously established findings for similar reports, that the cause was use error. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.